Event description:
Note: date of event is unk. On 5/21/08, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for mgmt of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84 (see attached). The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following info was derived from this article: stent migrated distally from the rectum at 7 days, and the pt developed tenesmus. The stent could be grasped digitally and was removed through the anus with no further clinical measures. The pt then received an over-the-wire stent (ultraflex precision colonic stent; microvasive). The pt died 3 months following the second procedure.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event and of the relationship between the device and the pt's death, are undetermined. The may 2008 15-month wallflex enteral colonic stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (See scanned pages).